Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: unk / serial#: unk, UDI #: unk, device available for evaluation: no, mfg date: unk, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), a perforation of the right ventricular apex occurred which required repair. The leadless ipg was not used and an ipg and epicardial lead were implanted. No patient complications have been reported as a result of this event.